Event description:
Report received from (B)(6) stating that the device's bearing had come off and the shaft was damaged. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or additional info is received, a supplemental report will be sent. (B)(4).